Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient hadn¿t used the system for at least a few months and the ins is dead. The caller did not know why the patient was not using the system. No symptoms or further complications were reported. Additional information was received from the healthcare provider (hcp). It was reported that the patient first noticed that the implant was dead in (B)(6) 2017. It was reported that the patient was having increased pain and was not getting relief from the system. It was also reported that the patient's implant was not charging. It was reported that the hcp made sure that everything was in place and "moved things around." It was reported that the patient was pending explant. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the system was explanted on (B)(6) 2018. No further complications are anticipated.